Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. It was recommended that the epg be returned but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: the knob and case were found to be damaged, suck that the knob was missing, and its encoder was forced into the case. An output connector assembly was found to be broken. The display wire was found to be pinched, with the insulation breached. Display and keypad flex cables were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-09-26: the epg was returned for service.